Event description:
Related manufacturer reference number: 2017865-2022-05882, it was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, it was noted that there was noise on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.